Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be specified although it can presumed that it was caused by the user since replacement of the water filter was not correctly implemented. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: chapter 7 ¿routine maintenance¿ section 7.2 ¿replacing the water filter (maj-2318)¿ the frequency of replacing the water filter which was recommended in the instruction manual is at least once a month periodically. However, the fact was that the overdue water filter was attached. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the videoscope displayed error e01. The issue was found during reprocessing. There were no reports of patient/user harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.